Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the part and lot numbers were not provided. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4).the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed conservatively since it is unknown what caused the perforation. It was reported that a balance middleweight (bmw) guide wire was used in a procedure to implant a non-abbott stent. Post procedure imaging did not show any issues. The day after the procedure, the patient returned to the hospital with a perforation. As a repeat angiography wasn't done, the location of the perforation could not be identified. The perforation was treated via pericardial drain. It is unknown if the guide wire caused the perforation since there was no sign of a perforation at the end of the index procedure. There was no clinically significant delay in the procedure. No additional information ws provided.